Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that invalidate home was performed as the motions were not homed when the system was turned on. After completing homing, system functioned normally and representative was able to open/close without any issues. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the site had to manually open the imaging system. It was reported that the site moved the system over the patient and the system would not perform 2d flouro images. When the site tried opening the door, the system would not respond. A medtronic representative assisted site through manually open process. Site used a c-arm for the procedure. The procedure was completed without the use of imaging and navigation. There was a delay of 10-15 minutes. No impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.